Event description:
Caller reported that the pump battery would not charge despite using the manufacturer's charging cable with various wall outlets and adapters. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to try different outlets and adapters, but these actions did not resolve the issue. Consequently, the decision was made to replace the pump.